Event description:
The customer reported the system was shutting down whenever it was removed. There is no report of death or serious injury associated with this complaint.

Manufacturer narrative:
A ge service representative performed an on site investigation. The lemo connector was replaced during the service call. The system was tested and found to be working as intended and put back into service.